Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was unknown. The patient was treated with unspecified antibiotics and was recovered from the event. Dianeal therapies were ongoing. Additional information is not available.

Manufacturer narrative:
The peritonitis onset occurred on an unspecified date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the patient was not hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.